Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that before using the transray plus 40cc, a sheath malfunction prevented insertion. It was found that the tip of the introducer sheath was frayed and the sheath could not be inserted in the patient. There was no harm to the patient reported. Another device was used instead to be inserted at the same puncture site, iabp therapy for this patient was initiated with no further issues.